Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003, the patient presented with pre-op diagnosis of degenerative disease of the lumbar spine l5-s1. The patient underwent complete l5-s1 anterior approach and discectomy with foraminotomies bilaterally and interbody fusion cage placement with bmp. Per op notes, a right sided cage was placed and 18 x 26 was selected. Subsequently the left sided cage was removed. The cage was placed and bmp was placed into each cage. Fibrillar was placed over the cages.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.